Manufacturer narrative:
Lead: model 3093-28, lot# v470212, implanted, explanted: na. Programmer: model 3037, serial#: (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to leaking when she coughed or laughed during the past week. There was no known accident or incident related to the complaint. It was later reported that the patient could not adjust stimulation, and it was discovered that the neurostimulator was powered off. The patient decreased the amplitude on program 1 to 6.0 volts and turned stimulation on, increasing the setting to 8.5 volts without feeling a stimulation sensation. The patient changed to program 2 at 1.3 volts and decided to leave the device on that setting. Additional information has been requested, but was not available as of the date of this report.